Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of a 23mm sapien 3 valve, the commander delivery balloon could only be inflated approximately 50 percent due to a fluid leak. The valve was able to be fully inflated after multiple additions of contrast solution with 50cc syringe. After removal of the delivery system, the valve was post-dilated and no pvl was observed. At the time of the report, the patient was stable. Upon visual inspection of the delivery system, the fluid leak appeared to be between the balloon catheter and the green y connector wrap. There were no issues noted during device preparation.

Manufacturer narrative:
The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the sheath was the source of the complaint. The complaint for leakage was confirmed after review of a video provided, however the cause could not be determined. It is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage. However, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. A CAPA was previously initiated to investigate leakage on the commander delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warning, contraindications, and the directions/conditions for the successful use of the device.